Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt status injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc cpu assembly and cmos settings were evaluated and replaced. The system calibration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.